Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 475 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self-test, and off no power test. No weak battery alarm or button error alarms noted during testing. The insulin pump had scratches on the display window, cracked case display window corner, cracked reservoir tube lip, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.